Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. UDI# - (B)(4). DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the electric dermatome on september 24, 2019 revealed that the control bar was not in the correct position and the motor was running erratically. The device was within calibration specifications at all tested thickness settings. Repair of the electric dermatome was performed by zimmer biomet surgical on september 24, 2019 which included repositioning the control bar and adjustment of the spring seal to make the motor run smoother. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the motor was running erratically. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the unit had very low rpm's during testing. During the investigation, it was discovered that the motor ran erratically. No adverse events were reported as a result of this malfunction.